Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced dissatisfaction with the device and observed that the balloon had migrated to the anterior pelvis. During a revision surgery, the physician confirmed migration of the pressure regulating balloon (prb). The prb was replaced using the same pocket as the previous balloon, and sutures were utilized to secure the balloon in the void space. No patient complications were reported.